Event description:
Healthcare professional reported "deflation, capsular contracture, baker grade IV. This record is for the left side. Device was explanted and replaced.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation, capsular contractures baker grades IV.

Event description:
Healthcare professional reported "deflation, capsular contracture, baker grade IV. This record is for the left side. Device was explanted and replaced.

Manufacturer narrative:
Device evaluation: per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ deflation: observed three openings through microscopic inspection assessed as surgical damage. No further actions are required as it is not related to the manufacturing process. ¿ crease / folding of implant: observed creases on device through visual inspection. No further actions are required as it is not related to the manufacturing process. ¿ capsular contracture: unable to observe through visual inspection as it is a physiological phenomenon. None of the other observations performed during the device analysis (wear abrasion) are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.